Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex colonic stent was to be used to treat a 4cm malignant stricture in the colon due to colorectal cancer during a lower gastrointestinal stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent prematurely deployed and was free floating in the lumen. The stent was removed with forceps and another wallflex colonic stent was placed to complete the procedure. There were no patient complications as a result of this event.